Event description:
It was reported that the siderail won't latch/lock and the protective top was loose/wobbly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.